Event description:
It was reported by the patient that following storms when the carelink monitor was connected into the phone lines, the home phones were disabled. When the monitor was disconnected the phones worked. The monitor was replaced. The monitor was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that a capacitor was out of specification.